Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported a painful red burning rash. The patient reported she was using equate triple antibiotic cream. During a follow-up, the patient reported that her doctor instructed her to leave the lifevest off until the skin irritation cleared up. She reported that the rash was improving and was no longer itchy. There was no alleged device malfunction.